Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to customer's blood glucose level. The customer reloaded the same cartridge. Multiple follow up attempts were made to attempt to retrieve product.